Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 2 was failed. A field service engineer (fse) identified that the light emitting diodes were dark on all boards. Fse replaced both the drawer board and pyxibus controller board and configured the drawer to resolve the issue. Fse also performed final test on main full height drawer two in hardware test application. Fse tested all drawers and slides and removed the dust under the top cover. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.